Manufacturer narrative:
A follow-up report will be filed when the investigation is complete.

Event description:
Upgrade from broker/pacs 2.1 to ccg/pacs 3.0 has changed the workflow and processing of reports to pacs. There was no reported patient injury associated with this event.